Manufacturer narrative:
The insulin pump alarmed prime during basic occlusion test due to protruded/loose drive support disk. The insulin pump was unable to prime test due to loose drive support disk. The insulin pump had minor scratches on display window, cracked case on the display window corner, broken battery tube threads, cracked reservoir tube lip, cracked case on the reservoir tube window corner and missing end cap sticker

Event description:
The customer reported via phone call that the insulin pump's motor support disk was loose. Blood glucose level at the time of the incident was not provided. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.